Manufacturer narrative:
Product complaint #: (B)(4). Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated section on this medwatch report: b4, b5, g3, g6, h2 and h10. Section b5: additional information received indicated that the withdrawal was performed as per the instructions for use (IFU). There was no vessel damage due to the event. There was no procedural delay due to the event. Complaint conclusion: it was reported by a healthcare professional that during a mechanical thrombectomy, there were withdrawal difficulties during the procedure with an embotrap revascularization device (product/lot unknown). No adverse event occurred. Additional information received indicated that the withdrawal was performed as per the instructions for use (IFU). There was no vessel damage due to the event. There was no procedural delay due to the event. The device was not returned; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Withdrawal difficulty from vessel is a potential complication associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. The embotrap instructions for use (IFU) warns the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. With the amount of information available and without the device for analysis, it is not possible to draw a conclusion between the device and the reported event. However, there are clinical, procedural factors, including vessel characteristics, severe tortuosity, clot burden/characteristics, device interaction, device selection, and operator technique that may have contributed to the event. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The product catalog and lot number were not reported; UDI unavailable. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by a healthcare professional that during a mechanical thrombectomy, there was withdrawal difficulties during the procedure with an embotrap revascularization device (product/lot unknown). No adverse event occurred.